Event description:
It was reported by service report that the fowler was stuck in the up position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Ball screw assembly.